Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the vulcan ablator tip broke. The tip could not be removed from the patient. The patient did not show any pain or symptoms attributed to the broken tip. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR/complaint review was not performed because the part number and lot number were not provided. Possible root cause; contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: h3,h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR/complaint review was not performed because the part number and lot number were not provided. A clinical assessment was performed and based on the cytotoxicity report the material of the vulcan tip is considered non-toxic. Possible root cause; poor technique or contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.